Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. Intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was a waterborne bacteria. On (B)(6) 2012, the patient was discharged. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding this peritonitis event. The pdrn stated that she could not confirm the statement that the peritonitis was caused by a waterbourne bacteria. The pdrn stated that the cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in proper aseptic technique. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). Further information was received from a nurse, who medically confirmed the reported event of peritonitis with culture positive for gram negative organism. This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because consumer reported break in aseptic technique by patient. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.